Event description:
Caller from account reported that unit was overfilling, but had no specific info other than stating that a final container had "looked" to be too full and was discarded. The unit had already been taken out of service and the caller was simply making arrangements for swapping the unit, which was done. 1/17/97.